Event description:
It was reported that there is a hole in the needle hub of a bd plastipak¿ luer-lok¿ syringe with bd precisionglide¿ needle. No patient impact reported. The following information was provided by the initial reporter: there is a hole in the needle hub.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-aug-2022 h6: investigation summary one sample and four photos were provided to our quality team for investigation. Through visual inspection, it was observed that needle hub has an air bubble and a short shot. It could be possible that a process variation occurred while molding process. A verification of the molding process was performed. The settings were correct, and the flow of products was good. A device history record review was completed for provided lot number 1300750. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10

Event description:
It was reported that there is a hole in the needle hub of a bd plastipak¿ luer-lok¿ syringe with bd precisionglide¿ needle. No patient impact reported. The following information was provided by the initial reporter: there is a hole in the needle hub.